Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the monitor was currently showing no input detected. The site checked the cable connection into the monitor and rebooted the system multiple timed without resolution. No patient was present at the time of the event.